Event description:
Reporting status: serious injury/ permanent damage, reporting rationale: dislodged stent remains in patient, device issue: stent dislodgement. It was reported that the 2.75 x 08mm vision stent delivery system (sds) did not cross. Additional pre-dilatation was done and a second attempt was made with the same sds, but it did not cross. Upon removal, the stent dislodged from the sds. There wer no attempts made to retrieve the dislodged stent because it could not be located. The dislodged stent remains free floating in the patient's anatomy. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. Cross can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, patient anatomical morphology, and patient disease state. Potential causes of dislodgement, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal or an interaction between the stent implant and the guiding catheter. However, without the guide wire to examine, no determination can be made as to the root cause of the reported issue.